Event description:
It was reported that the customer was hospitalized twice due to unexplained low blood glucose. Caller stated that the customer's blood glucose reading at the time of the first hospitalization was 26 mg/dl and very low the second time. Caller stated that the customer had problems remembering and he gave himself 3 boluses back to back. Caller also stated that the customer is on dialysis, had high ammonia levels in his blood and he is extremely confused. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.